Event description:
Information received by medtronic indicated that insulin pump had motor arm cannot communicate with the main arm and software error detected pump error alarms. The customer did not state whether they could clear the alarm and complete the rewind process or not. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.